Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed no appearance of any physical damage. The event history log confirmed ¿force sensor bridge test¿ occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the force sensor did not operate as intended. The force sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a system failure force sensor bridge test. The event occurred during testing. There was no patient involvement and no patient harm.